Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The jaws locked on tissue, there was no mention of tissue damage or cutting off the device. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Jaw. Evaluation summary: the el5ml device analysis results showed that the device was noted to have the jaw ramp broken off at the right side. The device was tested for functionality and ejected the remaining clips due to the condition of the jaw ramp. No functional testing could be performed to evaluate the opening issues. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process.